Manufacturer narrative:
23-nov-2021: new information received regarding device upn and model number. Supplemental report created due to these updated pieces of information.

Event description:
It was reported that the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a calcified lesion. A 1.75mm rotapro was used for treatment, but during insertion into the patient the burr became stuck on the guidewire. The burr and the guidewire were removed outside the patient together, and the procedure was then competed with a different 1.75mm rotapro device. No patient complications resulted in relation to this event.

Event description:
It was reported that the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a calcified lesion. A 1.75mm rotapro was used for treatment, but during insertion into the patient the burr became stuck on the guidewire. The burr and the guidewire were removed outside the patient together, and the procedure was then competed with a different 1.75mm rotapro device. No patient complications resulted in relation to this event.